Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) was constantly alarming when plugged in. A replacement mpu was given to the patient. It was confirmed that even though only the green light showed, the mpu constantly alarmed. The alarms would sputter off and on with the bending of the mpu patient cable. The mpu was intended to return for evaluation.